Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. It should be noted that the reported patient effect of enzyme elevation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. The hospitalization appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, two xience sierra stents were implanted without reported issues. On (B)(6) 2018, the patient was re-admitted due to elevated cardiac enzymes (transaminase and lactic acid dehydrogenase). No additional information was provide regarding this issue.